Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun